Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that experienced failure code 814:09 was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was defective pump head module (phm). The phm was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed no previous service events were related to the reported condition. However, during previous servicing on (B)(4) 2010, the phm was replaced.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:09. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.